Event description:
It was reported that a during a laparoscopic procedure, only the max level worked and after a few seconds, the instrument stopped working. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.